Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304432 and lot number 200904. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for review. The retained needle samples were assembled with a bd emerald 2ml syringe by following regular practices. The needle hubs were positioned on the syringe tip with a slightly rotational movement. Liquid was drawn up and none of the samples showed any signs of leakage. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. H3 other text : see h10.

Event description:
It was reported that the bd microlance hypodermic needle experienced leakage. The following information was provided by the initial reporter: reason: leakage during administration. Description: a patient's parent reported that when the nurse tried to inject her daughter, the suspension spilled out of the area where the needle is connecting to the syringe. The nurse said she has experience with injecting decapeptyl depot, nevertheless we offered a refresher training to the clinic personnel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance hypodermic needle experienced leakage. The following information was provided by the initial reporter: reason: leakage during administration. Description: a patient's parent reported that when the nurse tried to inject her daughter, the suspension spilled out of the area where the needle is connecting to the syringe. The nurse said she has experience with injecting decapeptyl depot, nevertheless we offered a refresher training to the clinic personnel.